Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, due to objective lens has a chip, it is possible that the lens was damaged by some external stress during handling such as being bumped or dropped. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image from the lens of the gastrointestinal videoscope was blurry. The issue occurred during a diagnostic gastrointestinal endoscopy procedure. A similar device was used to complete the procedure. There were no reports of patient harm or injury.

Event description:
It was reported that the image from the lens of the gastrointestinal videoscope was blurry. The issue occurred during a diagnostic gastrointestinal endoscopy procedure. A similar device was used to complete the procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.